Event description:
On (B) (6) 2010, a revision was performed in the right leg using a gore vascular graft. Physician stated revision was unsuccessful due to advanced stages of disease. On (B) (6)2010, patient had a below-knee amputation.

Manufacturer narrative:
The investigation is presently in progress.